Event description:
A 28 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology at the time of implant are unknown. The next day the pt presented with severe migration of the stent graft and the aortic neck had enlarged. The device was explanted from the pt three days later. No additional sequelae were reported and the pt is reported to be fine.